Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicates the devices were manufactured and accepted into final with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly blood testing for metal ion levels revealed elevated cobalt levels in the blood (6.0 ng/ml) and based upon these findings and patient's symptoms, he was revised on (B)(6) 2016. It is further alleged that during the revision the surgeon noted "the fascia was incised exposing a large collection of fluid with thickened rind of necrotic tissue consistent with pseudo tumor...damage to the gluteus medius and vastus lateralis... Necrotic debris."